Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated pain, erosion, extrusion, urinary problems, bleeding, dyspareunia and recurrence of urinary incontinence.